Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication with the customer livanova deutschland learned that the device was cleaned regularly per the instruction for use and that it was placed inside the operating room during use, with the fan positioned opposite to the patient at an estimated distance between the surgery field and the device about 2 meters. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium avium complex (mac). The laboratory report has been provided to livanova (B)(4). In the report is stated that the presence of biofilm and mycobacterium chimaera is also possible. There is no known patient involvement.